Event description:
Customer reports an incident which occurred in 2007. The pt was set up to receive a 30 ml/hr kvo dose from a large-volume pump (medication unknown). In addition, a pca pump was set up to deliver fentanyl (12.5 mcg/ml concentration) via demand dose only (continuous rate was 0 ml). The medication was inside a 50 ml bag. The infusion went normally until the evening, when it is alleged a night nurse who was reportedly unfamiliar with the device attempted to change the medication bag at 18:57. The reporter stated that according to their examination of the event history log, the nurse did not seem to be familiar with the pump as there were numerous entries of "cassette locked" and "cassette unlocked". Additionally, they have presumed from the event history log that the pump delivery was never restarted. The nurse who changed the bag reports that she did leave the room believing that she had "hit the run button". She does not recall if the pump alarmed. The pump was located on an IV pole with the display located "below eye level". After the bag change the pt went for a walk. Shortly thereafter, the pt became short of breath and went into cardiac arrest at 2035. It is reported that they found that the administration set had not been attached properly which it is alleged to have resulted in a flow of medication through the set. Given the volume left in the bag, they estimate the pt received about 32 ml of fentanyl. Per the reporter, the pt has since recovered with no reported incident related medical sequelae.